Manufacturer narrative:
The device was not returned, therefore, a physical investigation could not be performed. The review of the lhr (lot f1320608) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed adn the root cause could not be determined. However, it was reported that a pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site.

Event description:
It was reported by the aci clinical specialist that a male pt underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained at the common femoral artery via a 5f sheath in the artery and a 7f sheath in the vein. A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site and the vessel size to be 8 - 9 cm. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 5f to close the access site. It was reported that the balloon lost pressure and the device pulled through the procedural sheath as the physician was pulling back to the arteriotomy. The sealant was never deployed. With the procedural sheaths remaining in the vessel, the physician re-positioned the sheath in the artery and left both the arterial and the venous sheaths to be pulled in the pt holding room. After the sheaths were removed the pt was converted to 20 mins of manual compression at which time hemostasis was achieved. The pt was ambulated and discharged to home the same day with no clinical sequela noted.